Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected low reservoir anomalies noted. No unexpected battery out limited alarm anomalies noted. Device received with cracked case at the reservoir tube window corners, cracked lcd window, cracked reservoir tube window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had does not get low battery warning pump battery goes to depleted with no warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.